Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12jun2018 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative. An immucor field service engineer visited the customer site on 12jun2018 to assess the two (2) testing instruments used and found them both to be operating as expected. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instruments are performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instruments. (B)(4).

Event description:
On 31may2018, a customer site reported an unexpected negative compatible crossmatch when using capture-r select strips on two (2) galileo echo instruments, when tested on (B)(6) 2018.